Event description:
Respond clinical study. It was reported that moderate aortic regurgitation occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and subject was not on prior regimen of aspirin prior to the index procedure. A lotus introducer sheath(lis) was placed and then the native aortic valve was treated with deployment of a 23 mm lotus valve involving successful repositioning of the lotus valve with partial resheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Six days post index procedure, the subject was discharged on aspirin and warfarin. Post procedure event summary: in (B)(6)2018, 709 days post index procedure, during the protocol scheduled 2-year follow up visit, transthoracic echocardiogram(tte) assessment revealed moderate aortic regurgitation with aortic valve area of 1.86 cm2, mean aortic pressure gradient of 25 mm hg with left ventricular ejection fraction of 34%. The subject died in april 2020. The cause of death was covid-19 pneumonia, not related to the lotus valve. It was further reported that the moderate aortic regurgitation was classified as a paravalvular leak.

Manufacturer narrative:
A1: patient identifier: (B)(4).b5: describe event or problem: updated.

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) clinical study. It was reported that moderate aortic regurgitation occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and subject was not on prior regimen of aspirin prior to the index procedure. A lotus introducer sheath(lis) was placed and then the native aortic valve was treated with deployment of a 23 mm lotus valve involving successful repositioning of the lotus valve with partial resheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Six days post index procedure, the subject was discharged on aspirin and warfarin. Post procedure event summary: in (B)(6) 2018, 709 days post index procedure, during the protocol scheduled 2-year follow up visit, transthoracic echocardiogram(tte) assessment revealed moderate aortic regurgitation with aortic valve area of 1.86 cm2, mean aortic pressure gradient of 25 mm hg with left ventricular ejection fraction of 34%. The subject died in (B)(6) 2020. The cause of death was covid-19 pneumonia, not related to the lotus valve.